Event description:
The user facility returned the pump to the french service center for a complaint of "giving an air in line alarm." During testing at the service center, the device failed the volume accuracy test when an "air in line" alarm appeared after 1 minute of testing. Testing was stopped and the device has been returned to hospira (B)(4) for testing and repair. The root cause of the malfunction is not known at this time, the malfunction is being reported.

Manufacturer narrative:
The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.